Event description:
"Symptoms started yesterday, with several episodes of emesis. Pt was brought in for shortness of breath, tachycardia and hypoxia with desaturation to 80% on room air, per paramedics. Arrived in ed to find pt tachycardic mid- 120s, tachypneic to 40s, on 50%, oxygen by bipap" (excerpted from the h&p). He is a paraplegic with a very high diaphragm. Rn placed the 5fr double lumen power solo PICC total length of 40cm to the right basilic vein. The catheter had malposition up into the right ij vein. Attempted a power flush maneuver to reposition the catheter without success. Intensivist visits on sending the pt to ir in the am for repositioning under fluoroscopy rather than himself placing a regular ij cvc, suggested based on the repetitive issues with this pts vasculature.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval, as the device was discarded after the revent occurred. A lot history review (lhr) of rexg1032 showed no other similar product complaint(s) from this lot number.